Manufacturer narrative:
(B)(4). The complaint rt040 full face mask has been returned to fisher & paykel healthcare in (B)(4). We are currently in process of conducting our investigation to determine if the complaint device caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the pressure could not be measured when connecting the pressure line to the pressure port of the rt040 full face mask. It was later confirmed that there was flash inside the pressure port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method:the complaint rt040 full face mask was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed a flash in the right pressure line port of the complaint mask. Conclusion: the partially occluded pressure line port was due to a molding defect that was not found during in process inspection. The process inspection for the rt040 full face mask consists of collecting and inspecting one sample from each moulding cavity every hour. The inspection involves checking for short shots, internal and external flash, occlusions, sink marks, black specs, burns and voids. The user instructions that accompany the rt040 full face mask state the following: this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the pressure could not be measured when connecting the pressure line to the pressure port of the rt040 full face mask. It was later confirmed that there was flash inside the pressure port. No patient consequence was reported.